Event description:
Reporter alleged the compact system generated a result of 0 mg/dl which is outside the reading range of 10-600 mg/dl and when glucose is below 10 mg/dl is displayed as lo. Reporter stated she was not experiencing any hypoglycemic symptoms during the time of the testing and the display check was successful indicating the presence of all icons and numbers when it was performed on the system. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.